Manufacturer narrative:
Corrections in b4: date of the report, b5: event description, d3: manufacturer g1: contact office, g6: type of report, h2, h8 and h3. Additional information in h4: device manufacture date, h6: component, investigation type, findings, and conclusions and h10: additional narrative. This follow-up report is being submitted to relay additional and corrected information. The device was not returned to (B)(6) medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. (B)(6) medical will continue to monitor for trend.

Event description:
It was reported by the sales representative (B)(6) that the patient experienced pain while treating, and she asks someone in customer service give her a call. The customer service representative called the patient and collected the details. The patient claims the pain is below the skin on the lower back. The patient stated that she has a welt and the patient uses 72r electrodes. The skin is very itchy and burning. The patient cannot see if the area is red. The irritation is strictly under the electrode. The patient changed electrodes every 4 days but rotates them daily. There are no pictures. The area is cleaned with soap and water, no wipes. The patient has sensitive skin. She is allergic to seafood and has seasonal allergies. No new products. The patient is applying over the counter cortisone cream. The patient spoke to the nurse practitioner and she was told to use the cortisone cream. The patient uses the electrodes for about 2 to 4 hours before it starts burning. Then the patient removes the electrodes and applies the cortisone cream. The pain feels like it is on the skin. The patient feels pain where ever the electrodes are placed. The patient feels that the pain is from the burning sensation and it turns into itching. A replacement supply of 63b electrodes were shipped to the patient. The patient was advised to perform the time test and contact customer service with any issues or updates. No additional patient consequences have been reported. 72r electrodes were not returned for evaluation.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported by the sales representative (B)(6) that the patient experienced pain while treating, and she asks someone in customer service give her a call. The customer service representative called the patient and collected the details. The patient claims the pain is below the skin on the lower back. The patient stated that she has a welt and the patient uses 72r electrodes. The skin is very itchy and burning. The patient cannot see if the area is red. The irritation is strictly under the electrode. The patient changed electrodes every 4 days but rotates them daily. There are no pictures. The area is cleaned with soap and water, no wipes. The patient has sensitive skin. She is allergic to seafood and has seasonal allergies. No new products. The patient is applying over the counter cortisone cream. The patient spoke to the nurse practitioner and she was told to use the cortisone cream. The patient uses the electrodes for about 2 to 4 hours before it starts burning. Then the patient removes the electrodes and applies the cortisone cream. The pain feels like it is on the skin. The patient feels pain where ever the electrodes are placed. The patient feels that the pain is from the burning sensation and it turns into itching. A replacement supply of 63b electrodes were shipped to the patient. The patient was advised to perform the time test and contact customer service with any issues or updates. A pouch was shipped for product return.